Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A company representative reported that during an intraocular lens (iol) implant procedure, the iol was damaged as it was being inserted. There was no harm to the patient. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger was retracted to mid-nozzle. The lens was advanced into the tip. The leading haptic and half of the optic has advanced beyond the device tip. The trailing haptic is folded into the optic fold, present inside the device tip. The nozzle was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. Viscoelastic was not provided. The device was returned with the lens stuck and partially advanced outside the device tip. The stuck condition of the lens during the delivery attempt may have been interpreted as the reported complaint. It is unknown if a qualified viscoelastic was used. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. The manufacturer internal reference number is: (B)(4).